Event description:
It was reported by the rep that the system responded with an error 5 when first touching the tissue during a lap hernia repair. The system had passed the pre-run test. The customer tried a second ace and the system passed pre-run again, but then gave error 5 again. The doctor converted to an open procedure due to large amount of adhesions. The rep tested the handpiece after the case and determined that the handpiece gave error 3 with test tip and test button.

Manufacturer narrative:
Evaluation summary: two devices received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The devices were tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece amd the instrument.